Event description:
On (B)(6) 2012, this pt underwent an endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. A 24 fr gore dryseal sheath was inserted from the right femoral artery. According to the physician¿s measurement, the diameter of right access vessel was about 9mm. It is reported that the access vessel was tortuous. When the sheath was advanced, resistance was felt. After deploying two gore tag devices, the physician retracted the sheath. At that time, the pt¿s blood pressure dropped. It was determined that the right external iliac artery had ruptured. The physician implanted an iliac extender component to repair the damaged portion. The patient tolerated the procedure.

Manufacturer narrative:
Results ¿ the review of the mfg paperwork verified that this lot met all pre-release specifications. According to the instructions for use sizing guide, the outside diameter of the 24fr sheath is 9.1mm. As reported, the vessel diameter was reported to be 9mm. As reported, the vessel diameter was reported to be 9mm. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.